Manufacturer narrative:
This single station solenoid is out of spec. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Event description:
The manufacturer's field service engineer reported a crossover circuit fault during testing. No patient involvement.